Event description:
Ip ptz hd ergojust video extension - during transport, the extender broke at the base causing the camera and illuminator to fall at the technician. No injuries.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Per (B)(4) xltek eeg/psg risk analysis spreadsheet. Hazard ID - 6.4 system cart or peripherals fall or tip onto patient or user when cart is idle, in motion, or during attempt to traverse a threshold or obstacle. Effects (harm): crushing injury. Residual risk - medium. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted, in (B)(4), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Related to capa003910. Investigation results: broken weldment on lower portion of mast caused unsteady movement to camera mount. Root cause: the root cause is a broken weldment on the base of the mast causing the top portion to sway uncontrollably. Weldement was corrected by engineering by adding stronger weld related to (B)(4). Changes made from CAPA actions have improved the welds and added secondary features to ensure if mast is damaged, it will not fall immediately. Per IFU - natus ergojust installation & functionality guide (019667 rev 09), page 1-10 states "inspect the device prior to use. Do not use if damaged." If damaged mast is not taken out of service, secondary features may fail.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Per (B)(4) xltek eeg/psg risk analysis spreadsheet. Hazard ID - 6.4 system cart or peripherals fall or tip onto patient or user when cart is idle, in motion, or during attempt to traverse a threshold or obstacle. Effects (harm): crushing injury. Residual risk - medium the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in (B)(4), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Customer provided a picture of the damaged video extension which shows damage to the structure of the video extension. The video extension was returned for evaluation. Awaiting investigation results.

Event description:
Ip ptz hd ergojust video extension - during transport, the extender broke at the base causing the camera and illuminator to fall at the technician.